Manufacturer narrative:
(B)(4) the reported complaint of the breaking off from the hub was confirmed based on the sample received. The customer returned one injection needle, one epidural needle, and lidstock. Visual examination of the returned sample revealed the epidural needle's cannula was detached from the needle's hub. A device history record review was not required as a part of this complaint investigation. Based on the condition of the sample received, the potential root cause of this complaint issue is supplier related. Further actions were initiated under the teleflex quality system to evaluate this issue.

Event description:
It was reported that: "one of the crnas attempted an epidural placement last night and the needle broke off of the hub. There was not anything atypical from the insertion or complications otherwise. No medical intervention was performed due to the alleged product issue."

Event description:
It was reported that: "one of the crnas attempted an epidural placement last night and the needle broke off of the hub. There was not anything atypical from the insertion or complications otherwise. No medical intervention was performed due to the alleged product issue."

Manufacturer narrative:
(B)(4).